Event description:
The spouse of a v-go 40 patient called in stating that they have had six devices that would not stay attached to the patient's skin. The event dates were not provided. It was reported that the devices are not available for return to the manufacturer for evaluation.